Event description:
It was reported that the customer received a (B)(4) software error alarm. Customer's blood glucose level at the time was 8.9mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with multiple a47alarms present in alarms history screen due to corrupted history file. No unexpected a47 alarms, occlusion alerts or occlusion anomalies noted during our testing. The insulin pump passed pump self test, displacement, rewind, prime/a33, basic occlusion and occlusion tests. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.